Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets. On unspecified dates, the tubing sets were being used to deliver to a patient, 2000 ml of total parenteral nutrition (tpn), at unspecified rates, for durations of 18 hours, via a gemstar pump, via a peripherally inserted central catheter (PICC). After unspecified lengths of time, the patient's mother reported that small pockets of air were sometimes noted in the tubing sets, including distal to the air eliminating filter of the tubing sets. No specific details were provided. At these times, the deliveries were stopped, the tubing sets were disconnected from the patient's PICC line, and the air was purged from the tubing sets. The therapies were resumed using the same tubing sets. The patient's mother reported that small volumes of air had been delivered to the patient; however, there were no reported adverse patient effects. There were no reported delays of therapies critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The patient's mother indicated that the devices were discarded. During the investigation, no possible causes for the customer reported air in the tubing set were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.